Manufacturer narrative:
It was reported that the patient was sitting on a chair and upon rising he felt that the knee became unstable. Upon inspecting the patient intraoperatively it was discovered that the insert was fractured. The affected journey bcs articular insert, used in treatment, was not returned for evaluation. However, photos were provided which confirmed the stated failure. The peg has broken off of the insert. As device information was not made available, device history record cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to traumatic injury, size of device or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient was sitting on a chair and upon rising he felt that the knee became unstable. Upon inspecting the patient intraoperatively it was discovered that the insert was fractured. A revision surgery was performed to implant a new insert.